Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for possible hv lead issue was observed. Upon interrogation, low hv lead impedance was noted. Externalized conductors were observed by fluoroscopy. Lead was capped and replaced on (B)(6) 2016. There were no complications during the procedure.